Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery on (B)(6), 2010. The customer reported that when they were docking the patient, the gantry continued to move down past red light. They had to move the chair down, shut down the system and restarted to continue with the surgery. There was no reported patient injuries and no additional info has been received.